Manufacturer narrative:
(B)(4).

Event description:
It was reported that during meniscus repair surgery, the suture was broken when deployed the t1 of fast-fix. A backup device was available to complete the procedure with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided images confirmed the part and batch numbers of the device. There was debris shown at the needle. A visual inspection revealed that the depth indicator had not been adjusted. T1 had been deployed, and t2 was further towards the tip of the needle than specified. It was also angled, indicating that it may have been reinserted into the needle channel. The suture had been cut near t2. There was debris present on the suture and needle. A functional evaluation concluded that the device actuator could be cycled to deploy t2 successfully. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Prior to use, inspect the product package for structural integrity. If the seal of the outer sterile barrier is broken, or if the sterile barriers are otherwise damaged, the product should be considered non-sterile and not be used. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torsion during use, use of sharp instruments near the device tip, or twisting of the tip that could lead to the needle cutting across the suture.